Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (B)(6) 2013; 5086mri52 implantable pacing, lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the post implant, the patient developed a hematoma. During the evacuation of the hematoma the physician was utilizing cautery in the pocket, a lead warning and loss of capture was noted. The lead was disconnected from the device and the warning cleared. It was later reported that a swab was performed and bacteria was present. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.